Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was currently hospitalized due to a blood glucose level of 574 or 547 mg/dl. Caller stated that the customer had been experiencing recurring high blood glucose levels and had lost consciousness. Caller stated that the customer was wearing the insulin at the time of admission. Customer's daughter reported that the insulin pump had multiple no delivery alarms prior to this incident. The insulin pump was not replaced or returned for analysis.